Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. Additional info pertaining to the device referenced in this report was requested. If device or additional info becomes available, the eval summary will be submitted in a supplemental report.

Event description:
It was reported: "pt underwent revision surgery following complaint of anterior knee pain. Primary surgery was performed (B)(6) 2008. Surgeon commented that the patella was loose and had fibrous tissue growth on the back of it."